Event description:
It was reported by service report that the siderail could not be latched in the upright position and toprail was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.